Manufacturer narrative:
(B)(4).

Event description:
Patient's husband contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016. The patient took medication(s) containing acetaminophen. The dexcom g5 mobile continuous glucose monitoring system user's guide states: taking medications with acetaminophen (such as tylenol or excedrin® extra strength) while wearing the sensor may falsely raise your sensor glucose readings. The level of inaccuracy depends on the amount of acetaminophen active in your body and is different for each person. It was reported that the patient used an alternative blood glucose testing site. The dexcom g5 mobile continuous glucose monitoring system user's guide states: alternative site bg values from your arms, palm of your hand, etc., may be different and less accurate than your fingerstick bg values. Using alternative for calibration might affect sensor performance, resulting in you missing a severe low or high glucose event. At the time of contact, no injury or medical intervention was reported.